Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "failed flow rate test high x3" was not reproduced. The device was tested for flow accuracy and delivered within intended range. The event history log review was performed. An event occurrence date was not provided, however the last day of customer use revealed an infusion programmed at a rate of 40 ml/hr and a vtbi of 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum installation and maintenance manual. The service history record (shr) review was completed and revealed the following: the device has been serviced within the last 12 months. The evaluation serviced the device for a similar complaint. Evaluation found the reported problem could not be reproduced and no cause was found all required service actions were completed in the last service cycle." The reported condition was not verified. The cause of the condition was undetermined. No device correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flow rate test as high for three times. This occurred during pump check-in that came from repair. There was no patient involvement. No additional information is available.